Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the colonovideoscope, the scope has stiff angulation. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and it was found that the jet tube has foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to a crack on scope body, water tightness is lost; due to damage on upwards/downwards knob, water tightness is lost; scope cylinder has no color; distal end plastic cove has a scratch; adhesive around objective lens has a chip; adhesive around light guide lens has a chip; adhesive on bending section cover or distal sheath rubber is detached; connecting tube has a scratch; universal cord has a scratch; and stiff angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.